Event description:
Spouse reported customer having high blood glucose levels and no delivery alarms symptoms include throwing up. Customer has no more infusion sets, instructed spouse to call an ambulance and have customer hospitalized.